Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that when the patient presented for a cardioversion, the device had reached elective replacement indicator, the charge circuit was inactive and the patient had received an alert. It was also reported that there was low ventricular impedance. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.